Manufacturer narrative:
The customer initially requested, assistance from a philips representative. As their unit was reported to have experienced unspecified connection issues. Upon follow up with the customer, it was clarified, that they were unable to display measurements from their device. However, as the equipment was no longer under warranty, the customer declined further evaluation or repairs for the unit. As a result a cause for the reported allegation could not be determined. Philips is unable to rule out that a malfunction did not occur. As the customer declined an evaluation. And subsequent, repairs for their unit. A definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the customer's device was experiencing an unspecified connection issue. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer's device was experiencing an unspecified connection issue. There was no patient involvement.